Event description:
This is filed to report the gripper line break. It was reported that the mitraclip procedure was performed to treat grade 3-4 functional mitral regurgitation (mr). The pre procedure mean pressure gradient was 3mmhg. The clip (20307r125) was placed, however the mean pressure gradient increased to 8mmhg, therefore the clip was not implanted. The mean pressure gradient returned to baseline. However, when removing the clip, it was noted that the gripper was no longer actuating and a broken gripper line was observed. Prior to this, the gripper was functioning as intended. It is unknown when the gripper stopped working. No clips were implanted. Mr remains 3-4. There were no adverse patient effects and no clinically significant delay during the procedure. No additional information was provided.

Manufacturer narrative:
The device is expected to be returned for evaluation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
The device was returned for analysis. All available information was investigated and the reported gripper actuation issue and gripper line break were confirmed via returned device analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents reported from this lot. The investigation determined the reported gripper actuation issue appears to be related to gripper line break. However, a conclusive cause for the gripper line break cannot be determined. There is no indication of a product issue with respect to manufacture, design or labeling.a2: correction: age at time of event is 75.